Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open and bleeding occurred. The surgeon performed a thoracotomy to complete the procedure. The hosp has reported the pt's condition is satisfatory.